Event description:
Pt reported their meter/hcp meter (fastake) comparison test readings were 167 mg/dl (ss) versus 103 mg/dl (hcp), respectively (62% difference). Tests were done about 30 minutes apart. No symptoms were reported. Pt did not have supplies to do control test. The meter was replaced by/exchanged for a fasttake meter per pt's request. Lfs rep briefly reviewed fasttake qc procedures. There was no allegation of harm.